Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection verified the reported condition. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sponge was separated from the minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.